Manufacturer narrative:
A factory evaluation determined incomplete solder to component, u144, on the device system pcb assembly.

Event description:
The device is owned by the mers sales representative . The device would not power on. The report did not involve a patient use.